Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose after a recent infusion set change to a 23 in, 6 mm contact detach, with glucose stable overnight and rising after a larger-than-usual meal announcement; the blood glucose was approximately 200 mg/dl pre-meal and 296 mg/dl about one hour post-announcement, with no signs of leakage, odor of insulin, or kinked tubing, and the user was advised to monitor for 60 to 90 minutes while allowing the system to correct. Symptoms included hyperglycemia. Outcomes included no reported injury or need for medical intervention beyond monitoring. Investigation included troubleshooting and user education. Investigation of this case revealed no evidence of infusion set failure or delivery obstruction based on user checks and stable overnight control, and no mechanical issues were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.